Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The down arrow button was not responsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with no button response on the down arrow button due to moisture damage on keypad traces. Unable to perform displacement test and self-test due to unresponsive keypad. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, slightly peeling end cap address label, moisture damage on all electronic assemblies and moisture damage on motor assembly.